Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The returned device was noted to have a fracture in the catheter tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The cause of the reported image quality issue remains unknown. The root cause of the fractured tip was a manufacturing, design, or quality system related occurrence.

Event description:
This report is to advise of a fracture that was noted during analysis.